Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in a female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the device expulsion, mood swings and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mood swings and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2013: total bilateral occlusion. Everything was in place.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received ¿ previously reported event device dislocation were updated to device expulsion. New event hormonal changes describe: mood swings, abnormal bleeding(vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and pain lower abdomen were added. Product information lot number and indication were added. Patient information date of birth and height were added. New reporter and consumer address were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in a female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2014. At the time of the report, the device expulsion, mood swings and abdominal pain lower outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mood swings and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("discussed my essure pain and discomfort.") And abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, abdominal pain lower and mood swings outcome was unknown, the abdominal pain, pelvic pain, dyspareunia and dysmenorrhoea had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, migration and mood swing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received- new event abdominal pain was added. Outcome of the event pelvic pain and abdominal pain was updated from unknown to recovering. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) , the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen") and pelvic discomfort ("discussed my essure pain and discomfort."). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) . At the time of the report, the device expulsion, mood swings, abdominal pain lower and pelvic discomfort outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, mood swings, pelvic discomfort and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Reporter information was added. New event was added discussed my essure pain and discomfort. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, adrenal mass and stress urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("discussed my essure pain and discomfort."). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) (B)(6) 2014,salpingectomy, oophorectomy (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain lower, mood swings, hot flush and pelvic discomfort outcome was unknown, the abdominal pain, pelvic pain, dyspareunia and dysmenorrhoea had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, migration and mood swing. Discrepancy noted for essure removal date (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Everything was in place; on (B)(6) 2013: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, adrenal mass and stress urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("discussed my essure pain and discomfort."). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) (B)(6) 2014, salpingectomy, oophorectomy (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain lower, mood swings and hot flush outcome was unknown, the abdominal pain, pelvic pain, dyspareunia and dysmenorrhoea had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, migration and mood swing. Discrepancy noted for essure removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Everything was in place.; on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: pfs and mr received: newly added events- hot flashes, essure removal date were updated, consumer address were updated, reporter was added, medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: floating in uterus/ essure migrated into my uterus') in an adult female patient who had essure (batch no. 846835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, adrenal mass and stress urinary incontinence. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding(menorrhagia)/heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced mood swings ("hormonal changes describe: mood swings") and hot flush ("hot flashes"). In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain") and pelvic pain ("discussed my essure pain and discomfort."). On an unknown date, the patient experienced abdominal pain lower ("pain lower abdomen") and pelvic discomfort ("discomfort"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) (B)(6) 2014,salpingectomy, oophorectomy (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain lower, mood swings, hot flush and pelvic discomfort outcome was unknown, the abdominal pain, pelvic pain, dyspareunia and dysmenorrhoea had resolved and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic discomfort, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, migration and mood swing. Discrepancy noted for essure removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Everything was in place.; on (B)(6) 2013: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received. Reporter's information added. Event:discomfort were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery`to remove the essure implant in 2014). Essure was removed in 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.